Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial result was 54.2 miu/ml. This result was reported outside of the laboratory. The patient was re-drawn and the result from the new sample was 2138 miu/ml. The original sample was repeated and the result was 2166 miu/ml. The repeat result was believed to be correct. No adverse event occurred. The hcg + b reagent lot number was 28429205 with an expiration date of 28-feb-2019. The field service engineer (fse) visited the customer site and did not identify any issues. A base line check was made of the analyzer and successful instrument tests were performed. No adjustments were made and no parts were replaced. Precision test results were acceptable. The customer ran calibration and qc with expected results. The analyzer was functioning within specification. Calibration and qc were acceptable. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. No issues were identified during a review of the customer's alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified. The customer has had no further issues.